Event description:
It was reported that the system moved 5 degrees while the patient was under compression without any control. No injury reported. A field engineer was dispatched to the site and determined that the rotation switch needed to be replaced. Once this was completed, the system was working as intended.